Event description:
Caller reported a malfunction in the tandem pump. There was no adverse impact to the customer¿s blood glucose level due to the malfunction. Technical support decided to replace the pump and confirmed the shipping address with the caller. The customer was instructed to use multiple daily injections (mdi) as backup insulin therapy and was informed on how to prepare the pump for return. The caller was given a pre-paid label for the pump return and confirmed understanding of the instructions.